Event description:
It was reported this was a mitraclip prcedure to treat functional mitral regurgitation (mr) with a grade of 4 and a restricted posterior. One clip was implanted. To further reduce mr, an additional ntw clip was inserted and both leaflets were grasped. After grasping, it was observed that mr had increased. The clip was then inverted back into the left atrium. A tear on the anterior leaflet was observed. The ntw was then deployed, reducing mr to a grade of 3-4. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported tissue injury was unable to be determined. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.